Event description:
Customer received a result of 17.8 mmol/l on the mobile system, and a result of 4.2 mmol/l on the aviva system within 10 minutes. Low blood glucose symptoms were reported with these results. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the aviva system (lot number 491925, expiration date 03/31/2015). (B)(4).